Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument expired prematurely and the cables were exposed. The procedure was completed with no reported injury. Isi followed up with the initial reporter however, additional information could not be provided regarding event details. Instrument was sent to isi for evaluation.